Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 5.0mmx220mmx150cm (4f) sterling balloon was advanced for dilation. However, during the second inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with this device. No complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 22.5cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 5.0mmx220mmx150cm (4f) sterling balloon was advanced for dilation. However, during the second inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with this device. No complications were reported, and the patient was in good condition post-procedure.